Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's leads was not properly installed and that requires a follow up surgery. To date, this lead remains in service. No additional adverse patient effects reported.